Manufacturer narrative:
Initial reporter facility name: (B)(6) med ctr.

Event description:
It was reported that the hypotube broke and coil misdeployed. A direxion catheter infusion and a 2/4mm x 4.1cm f-idc vortx diamond coil were selected for use. During the procedure, it was noted that the nitinol hypotube broke in two locations. The vortx coil misdeployed and had to be removed through snare. The procedure was completed via alternative method. There were no further patient complications reported.